Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw405f35 catheter. The proximal bushing and windings had slipped distal on the catheter tip, exposing the balloon inflation port. Therefore, the balloon was not deflating during use due to the inflation media being trapped inside. As received, the balloon inflation lumen was occluded. Cut down found the balloon inflation lumen to be occluded with blood throughout the lumen. The distal windings, bushing and balloon latex were intact. No visible damage was observed from the catheter body. The customer report of "would not fully deflate" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A device history record review was completed and documented that the device met all specifications upon distribution. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI #: (B)(4).

Event description:
It was reported that the balloon on a fogarty catheter would not fully deflate during use in a (B)(6) patient with thrombolysis. Per follow-up with the customer, the balloon catheter was removed from the patient but would not deflate further. It was clarified that the balloon was not passively deflated. An additional fogarty was used to complete the procedure. There was no patient injury.